Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that on (B)(6) 2018, the patient had a diagnostic laparoscopy to examine the coverage of the leads. The symptoms were noted to be resolved.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing an increase in their nausea and vomiting symptoms ever since their settings were turned down. The hcp was planning on taking the patient back to surgery to cover the leads with the patient¿s own tissue. The case was scheduled, but cancelled. This issue was not resolved at the time of the report. No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the settings were decreased, which improved the shocking, but increased nausea; attempts at re-increasing settings led to recurrent shocking. The leads were covered along their entire length with the patient¿s own tissue on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that out of the blue, the patient started getting positional shocking in their abdomen. The hcp lowered the patient¿s settings, to near normal, but the patient was still experiencing shocking. It was unknown what may have led or contributed to the issue. It was noted that the impedance was within normal range and programming parameters were lowered. The issue was not resolved at the time of the report, and surgical intervention was planned. No further complications were reported/anticipated.